Event description:
It was reported that the patient underwent an ipg and lead revision procedure due to an unknown reason.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18277149.

Event description:
It was reported that the patient underwent an ipg and lead revision procedure due to an unknown reason. Additional information was received that the reason for the revision was due to the patients ipg was no longer holding a charge and the leads were replaced due to the patient needed a magnetic resonance imaging (MRI). No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.